Event description:
A pump alarm was reported during insulin pumping, with the alarm specifically identified as alarm 20. There was no adverse impact to the customer's blood glucose level. A customer service representative assisted the caller in loading a new cartridge using the correct technique, and the caller was able to successfully load the cartridge and resume insulin therapy.